Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Subsequently, the customer received a cartridge alarm (alarm 1). Additionally, a minimum fill notification occurred after reloaded the cartridge with 180 units of insulin. Reportedly, a new cartridge was filled and loaded successfully. Customer's blood glucose was 157 mg/dl.